Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this eluvia drug-eluting vascular stent systems outer sheath, tip, inner sheath, and remainder of the device were checked for damage. The stent was not returned for analysis. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found no damage that would have contributed to the stent foreshortening or deviation.

Event description:
It was reported that the stent foreshortened and became deviated. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use in an endovascular therapy procedure. The lesion was at the inlet of the superficial femoral artery, was 100% stenosed, severely calcified, and moderately tortuous. During the procedure, when this device was deployed at the lesion site, the device foreshortened by approximately 4 cm, and full coverage could not be obtained. A 6mm balloon was then used for aggressive plain old balloon angioplasty (poba); however, this caused a deviation in the middle shaft of the stent. The procedure was completed using a different device. There was no patient injury. It was further reported that an additional stent was required to cover the lesion and complete the procedure.

Event description:
It was reported that the stent foreshortened and became deviated. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use in an endovascular therapy procedure. The lesion was at the inlet of the superficial femoral artery, was 100% stenosed, severely calcified, and moderately tortuous. During the procedure, when this device was deployed at the lesion site, the device foreshortened by approximately 4 cm, and full coverage could not be obtained. A 6mm balloon was then used for aggressive plain old balloon angioplasty (poba); however, this caused a deviation in the middle shaft of the stent. The procedure was completed using a different device. There was no patient injury.